Event description:
It was reported that blood leaked past the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% stopper during use after aspirating it within the vein and preparing to flush it. The following information was provided by the initial reporter, translated from dutch to english: "before flushing, a bit of blood is aspirated, to make sure that you are sitting properly in the vein, and then you flush, but blood then comes between the rubber of the stopper."

Manufacturer narrative:
H.6 investigation: the complaint is unsubstantiated as the returned photo did not confirm defect/condition of stopper defective/damaged. DHR were reviewed for this batch and there was no record of non-conformance associated with this batch.the root cause of this complaint could not be substantiated as the returned photos did not confirm leakage past stopper.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked past the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% stopper during use after aspirating it within the vein and preparing to flush it. The following information was provided by the initial reporter, translated from (B)(6) to english: "before flushing, a bit of blood is aspirated, to make sure that you are sitting properly in the vein, and then you flush, but blood then comes between the rubber of the stopper."